Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported air leak could not be determined in this case. Additionally, the reported poor image resolution appears to be due to procedural circumstances as imaging was difficult due to the patient's pre-existing surgical ring. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The cds referenced is being filed under a separate medwatch report.

Event description:
This is filed to report the steerable guide catheter (sgc) leak. It was reported that this was mitraclip procedure to treat a mixed mitral regurgitation (mr) with a grade of 3-4. It was noted that imaging was difficult due to a previously implanted surgical ring. The sgc was advanced to the left atrium. During dilator removal, air was noticed in the sgc. It was then observed that the tip of the sgc had inadvertently made contact with the atrial wall. The dilator continued to be removed and aspiration was performed to remove the air. Next, the clip delivery system (cds) was prepared for use. During preparation, the clip failed to establish final arm angle (efaa). Troubleshooting was performed, and the clip worked as expected. The cds was advanced to the mitral valve; however, grasping was difficult due to the short posterior leaflet. The clip was repositioned, but there was not adequate mr reduction; therefore, the clip was not implanted and the cds was removed. The mr remained at 3-4. No further treatment was attempted, and the patient will be considered for mitral valve replacement. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.